Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- interventional cardiologist. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use in highly tortuous or highly calcified lesions and/or vessels proximal to the lesion which could prevent proper pre-dilatation. With no device return nor the cine image the exact cause of the reported restenosis about nine months after the stent was implanted cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the 7x60 misago was implanted on (B)(6) 2020 in the l common iliac. The patient became symptomatic and determined to be stenosed under fluoroscopy. They put a 7x37 ev3 visipro balloon expandable stent inside the misago. Within nine months, the stent stenosed requiring intervention. The patient's condition was stable. Re-stenting the left common iliac was successful.